Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that a patient broke out into blisters. There were no allegations the blisters were open. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician advised to return the lifevest due to the blisters. Follow up indicated that the blisters have healed.